Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an 03 module in operating room 9 at (B)(6) university mc. During an open heart case, the left channel of the 03 module dropped to an rs02 of 4 with no physiological change to the patient. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned module was evaluated. External visual inspection revealed foreign contaminant on the "m12" connector outside. The module was able to obtain readings on both channels and measurements obtained were comparable to a known good module and sensor. The module was determined to be functioning as designed. The foreign contaminant on the "m12" connector may impact device functionality if the liquid contaminant contacted sensor pins. A service history record review reveals that this unit was in the field for over three months with no previous reported issues related to this reported event., corrected data: serial # was corrected from a blank field to (B)(4). UDI # was corrected from a blank filed to (B)(4).

Event description:
The customer reported an o3 module in or 9 at stanford university mc during an open heart case the left channel of the o3 module dropped to an rso2 of 4 with no physiological change to the patient. No patient impact or consequences were reported.